Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that a customer was receiving an unspecified error message on her adc blood glucose meter. On (B)(6) 2017 at 8:40 pm the customer started feeling weak and dizzy, and was slurring her speech. Due to the error message on her meter, the customer was unable to obtain a blood glucose reading. Her daughter called paramedics, who arrived and tested the customer¿s blood sugar at 9:00 pm with a result of 35 mg/dl. Paramedics assessed the customer as being hypoglycemic and treated her with ¿injectable glucose¿ (caller did not know the name/dosage). Paramedics did not transport the customer to a medical facility, and stayed on scene to observe her. At 10:00 pm she was noted to be regaining her strength and by 10:15 pm she had recovered and the paramedics left.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. In addition, requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A caller reported that a customer was receiving an unspecified error message on her adc blood glucose meter. On (B)(6) 2017 at 8:40 pm the customer started feeling weak and dizzy, and was slurring her speech. Due to the error message on her meter, the customer was unable to obtain a blood glucose reading. Her daughter called paramedics, who arrived and tested the customer¿s blood sugar at 9:00 pm with a result of 35 mg/dl. Paramedics assessed the customer as being hypoglycemic and treated her with ¿injectable glucose¿ (caller did not know the name/dosage). Paramedics did not transport the customer to a medical facility, and stayed on scene to observe her. At 10:00 pm she was noted to be regaining her strength and by 10:15 pm she had recovered and the paramedics left.